Event description:
It was reported that the handpiece was leaking oil out of the bottom. The customer cleaned, sterilized and used the handpiece for the procedure. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and a sample was taken for further analysis. This report will be updated when the investigation is completed.